Event description:
It was reported that the bd facilimix syringe had package open seal / sterility concerns. The following information was provided by the initial reporter, translated from french to english: occurred in service. Packaging too fragile because it was cracked, therefore no longer sterile. Consequences observed: delayed ttt for healthcare staff, overconsumption, loss of sterility. Additional information received from the customer: as you mentioned repeated cases, could you confirm the total number of products affected and the date on which the problem occurred? At least 13, several times. I do not have a specific date. How many samples were affected? Several syringes were indeed affected: for my part, the hospital pharmacy gave me 13 units where the packaging was open because it was too thin and fragile. When we received them in our stock, the packaging was still intact. The hospital pharmacy uses these syringes several times a week and each time there is defective equipment. Did the packaging of these products tear too easily or were they received damaged in this way? Initially, when they were received in our stock, the packaging was still intact.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Four 517371 samples were received for investigation from lot 200666. The customer indicated that the packaging film was too fragile as it was damaged and so compromised sterility. A visual inspection of the returned samples confirmed the customer's experience as the packaging film of each product appeared to have been torn and damaged. The details of this feedback were forwarded to the legal manufacturer, tecnoline s.p.a., for investigation. A definitive root cause for the customer's experience could not be determined, no manufacturing contributors were observed which may have contributed to the customer's experience. A review of the production records for lot 200666 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 517371 product in the past 12 months.